Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported it wasn¿t as effective and that their bladder symptoms returned. This reportedly started a couple months ago in 2017. Consumer wanted to change to a different program and successfully set the stimulation to a comfortable level. Patient was redirected to their health care professional if the issue did not resolve. Additional information was received. It was reported that the patient was feeling pain at the site a couple days ago. It was just that one day and has gotten better since. It was also reported that they hadn¿t been feeling stimulation since probably a couple days ago, and they experienced 2 episodes of severe incontinence on (B)(6) 2018. It was noted that they had changed the settings and programs several times, but they weren¿t feeling stimulation like they were in the past few days. Troubleshooting showed that stimulation was on, so they increased stimulation and the patient was feeling it. It was recommended that they monitor their symptoms and follow up with their healthcare provider if the pain at the site continued. Additional information was received. It was reported that the patient had frequent urination with incontinence and she did not feel stimulation. The patient stated that she thought exercise dislodged it but it was working now. There were no further symptoms or complications reported or anticipated.